Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the reservoir was noted. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. The component presented wear at a fold in its shell; however, no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Its kink resistant tubing (krt) was worn to the filament and the component did not pass the activation testing upon functional evaluation. No leaks were noted in the pump. Both cylinders were microscopically inspected and tested for leaks. Each of them exhibited a pinhole in its proximal end that caused a leak, consistent with sharp instrument damage, in addition, both cylinders presented wear at fold in the middle, proximal and distal end of their bodies. Based on the information available and analysis results, the pump not passing the functional examination could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the reservoir was noted. All components were removed and replaced. There were no patient complications.